Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) system had an infection and the entire system was eroding through the pocket. The entire system was explanted. A new system will be implanted on the right side of the chest at a later date after the patient recovers. No adverse patient effects have been reported.